Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal 2000 mcg/ml at 800 mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The healthcare provider reported a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The event log indicated a motor stall occurred, stopped pump period may exceed tube set. The patient experienced increased leg spasms which was a sudden change in therapy. Per the healthcare provider the patient was a poor historian and that there were no clinical signs of withdrawal. It was recommended interrogating the pump. No further patient complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the motor stall and tube set messages were not determined. The actions and interventions taken to resolve the issue was the patient has been referred for a pump replacement. No further patient complications were reported.